Event description:
Customer felt the device readings have been high for about a month. The doctor put the customer on a sliding scale. Customer felt dosing to much medication. Customer went to the doctor for a routine visit. A 9:20am a blood glucose test was done with a result of 316mg/dl on the customers device. Customer took their medication. At 2:30pm the doctors device read 90mg/del. The customer was hospitalized with difficulty breathing and swelling. After being released they opened a new vial of strips and put them in their carrying case outside of the vial. After the first few days of normal results the customer began getting high results again. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.